Event description:
It was reported that eight weeks after the procedure was performed, the patient returned for follow-up and a sterile abscess was found at obturator site. The site was punctured and drained. A culture showed everything was sterile. It has been two weeks since drainage procedure and patient is doing fine. No further complications have been reported.